Event description:
The customer reported via phone call that the insulin pump alarmed no delivery following a bolus delivery. The customer's blood glucose was 167 mg/dl. Upon troubleshooting, insulin did not exit with a 5.0 unit fixed prime. The customer was advised to remove the reservoir from the insulin pump, disconnect and reconnect the reservoir and infusion set at the tubing connector and push insulin slowly through the tubing. The customer noticed some resistance initially, but insulin eventually exited the tubing. Customer was able to run a manual prime up to over 13 units and confirmed seeing many drops. The customer was advised that the no delivery alarm had been caused by an infusion set/reservoir occlusion and that the insulin pump was working as designed. The customer was able to resolve the issue during troubleshooting.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.